Manufacturer narrative:
Per good faith effort (gfe) response received, the customer ordered the replacement power cord and ac inlet, and upon receiving the new parts, the customer performed the replacements and confirmed that the issue was resolved.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's electrical safety test failed. There was no patient involvement at the time the issue was discovered as the issue occurred during preventive maintenance (pm). There was no report of patient or user harm. The customer called technical support to report that during preventive maintenance (pm), the electrical safety test failed reading .67 ohms-out of specification at the front and back of the device. The customer also noted that the leakage test passed. The customer tried to replace the power cord, remove excess loctite from the oxygen (o2) inlet screws, and check the grounding connections; however, the issue remained. The remote service engineer (rse) advised the customer on the recommended repairs per the service manual, which included replacing the power cord and alternating current (ac) inlet and provided the customer with the part numbers of the recommended replacement parts.